Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was found in 197 tubes and 10 tubes had the cover come off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose cap was observed. There is no foreign matter observed in the photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of loose caps or foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. The failure mode of foreign matter in the tube was not confirmed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was found in 197 tubes and 10 tubes had the cover come off. No adverse impact was reported regarding the patient or user.